Event description:
It was reported that there was an atrial lead warning due to out of range (oor) atrial lead impedance. Therefor the atrial lead was programmed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.